Event description:
It was reported that no ECG 12 lead data was captured via the m1602a ECG lead set. No pt harm was reported.

Manufacturer narrative:
(B)(4). It was reported that no ECG 12 lead data was captured via the m1602a ECG lead set. No pt harm was reported. Philips is in the process of obtaining add'l info concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is completed.